Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery sys. After trying to deploy capsule, the clinician used a scope and saw that the capsule had not deployed and the pins were protruding out of both ends. The capsule fell off into the stomach and was retrieved with a net. It was noted that some bleeding occurred.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine a root cause of the failure. The device was returned separate from the delivery sys. The trocar needle was fully advanced with tissue present. The analyst re-threaded the pull wire through with no resistance. The plunger was fully depressed and retracted. The analyst took apart the handle and there were a couple of significant bends in the push wire. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (03-dec-2007).